Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after loading and attempting to advance the lens into the eye, the injector¿s tip split/separated. Reportedly this occurred with two injectors during the same procedure. There was no contact with the patient. The surgeon re-loaded the lens into another injector and successfully completed the case without issues.

Manufacturer narrative:
The product evaluation found the tip split up on one side. Very little dried solution was visible in loading deck and tip. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined. However, operational context due to operator technique such as improper loading of lens or incorrect amount of viscoelastic used may have caused or contributed to the reported failure mode.